Event description:
Rdc catheter did not load together with glidecath catheter creating major resistance. No patient harm occurred new catheters were opened and used to complete the case. Vendor notified manufacturer response for intravascular catheter, 6fr rdc catheter (per site reporter).